Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved attaching a fluid filled cassette to the pump and it was found that the pump displayed "air in line" alarm. The investigation determined that an issue with the air detector was the cause of the reported issue. The air detector was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed air in line when no air was present. Per reporter, no further information is available. No adverse effects were reported.